Event description:
During procedure doctor was using the voyant open fusion device. He had been using the device for a few minutes when the jaws suddenly became 'stuck closed' on tissue. Doctor was walked through getting device detached from uterus. Doctor 'gently wiggled' the device to get it loose. A new device was opened. The old device was removed from the field. No harm done to patient.